Event description:
Poor correlation with the inratio monitor. The following results were reported: inratio-qc error, 5.2 (re-test). Patient advised physician of result and re-tested. Inr of 1.6 resulted.